Event description:
The customer called for help with her breeze2 meter. She performed control tests while troubleshooting and received a result of 17 mg/dl. The normal control range is 87-119 mg/dl. No adverse events were alleged. The customer used the last of her test strips while troubleshooting, so no product will be returned.